Event description:
It was reported the 3d9-3v transducer had come apart. This transducer was associated with an epiq elite ultrasound system. There was no harm or injury reported to the patient or user, the device was not in clinical use. A quote was sent to the customer for a replacement transducer. Philips has started an investigation to determine cause of the issue. Results of the investigation will be included in a follow up report upon its completion.